Event description:
The customer reported that the battery loses connective with the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery loses connection with the device. There was no report of pt involvement. The battery was evaluated at philips and the failure was confirmed. Philips sent the customer a new battery which resolved the failure.